Event description:
Boston scientific received information that during the implant procedure, this guidewire broke into two pieces when the physician attempted to insert it into an left ventricular (lv) lead. This wire was being used a second time and had a slight bend. The guidewire was discarded. No adverse patient effects were reported. The implant procedure was successfully completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.